Manufacturer narrative:
Device 1 of 5. Based on the available information, this event is deemed to be a reportable malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The consumer, a long-time user of product, reported that five out of ten wafers from one manufacturing unit (lot number was not available at the time) were found to have off-center starter holes. The consumer indicated that the misalignment had impacted his ability to achieve a proper seal, rendering the product unusable. No photos were available at the time of the call; however, the consumer agreed to provide photos and lot details at a later time. Replacement product was issued.